Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal cramping, pelvic pain and heavier bleeding (genital haemorrhage). Plaintiff was forced to undergo a surgery to remove the essure coils. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanations, a causal relationship between severe abdominal cramping, pelvic pain and heavier bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure coils was required. Additionally, other non serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavier bleeding/abnormal bleeding (general),") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, dorsalgia and nicotine dependence. Concomitant products included medroxyprogesterone (depo provera) from february 2009 to august 2009 for contraception as well as bupropion from (B)(6) 2015 to (B)(6) 2017, ergocalciferol from (B)(6) 2015 to 14-mar-2017, flurbiprofen from (B)(6) 2015 to (B)(6) 2017, hydrochlorothiazide from (B)(6) -2015 to (B)(6) 2017 and lisinopril from (B)(6) 2015 to (B)(6) 2017. In june 2009, the patient had essure inserted. In june 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood,"), cystitis ("infection (other) describe: uti and bladder/bladder or urinary problems or changes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract infection ("infection (other) describe: uti and bladder/bladder or urinary problems or changes,"), vaginal discharge ("vaginal discharge,"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes"), tooth disorder ("dental problems"), migraine ("migraines/headaches,"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain / loss specify which one: weight gain,") and fatigue ("fatigue"). On an unknown date, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attacks"), nausea ("nausea,") and oedema ("edema."). The patient was treated with co-trimoxazole (bactrim), surgery, surgery and surgery. Essure was removed. At the time of the report, the abdominal pain lower, pelvic pain, depression, cystitis, urinary tract infection, panic attack, anxiety, oedema and abdominal pain had not resolved and the genital haemorrhage, dyspareunia, mood altered, female sexual dysfunction, vaginal discharge, rash, tooth disorder, migraine, nausea, dysmenorrhoea, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, mood altered, nausea, oedema, panic attack, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: device removal in (B)(6) 2014 she had communicated with healthcare provider concerning removal of your essure device and currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar adverse event case reports is not possible no complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: reporters details added. Aka names added. Mood changes, abnormal bleeding (general), apareunia (inability to have sexual intercourse), uti and bladder, panic attacks, anxiety and depression, rashes, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain, edema. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavier bleeding/abnormal bleeding (general),") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient was african american. Concurrent conditions included hypertension, dorsalgia, nicotine dependence, abdominal pain (since 2009) since 2009, hematuria since (B)(6)2017, essential hypertension since (B)(6)2017, hypertension since (B)(6)2017, dorsalgia since (B)(6)2017 and nicotine dependence since (B)(6)2017. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2009 to (B)(6)2009 for contraception as well as amlodipine besilate (norvasc), bupropion from (B)(6)2015 to (B)(6)2017, ergocalciferol from (B)(6)2015 to (B)(6)2017, escitalopram oxalate (lexapro), flurbiprofen from (B)(6)2015 to (B)(6)2017, hydrochlorothiazide from (B)(6)2015 to (B)(6)2017 and lisinopril from (B)(6)2015 to (B)(6)2017. In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood,"), cystitis ("infection (other) describe: uti and bladder/bladder or urinary problems or changes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract infection ("infection (other) describe: uti and bladder/bladder or urinary problems or changes,"), vaginal discharge ("vaginal discharge,"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping),"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On an unknown date, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attacks") and oedema ("edema."). The patient was treated with sulfamethoxazole;trimethoprim (bactrim) and surgery. Essure was removed. At the time of the report, the abdominal pain lower, pelvic pain, depression, cystitis, urinary tract infection, panic attack, anxiety and oedema had not resolved and the genital haemorrhage, dyspareunia, mood altered, female sexual dysfunction, vaginal discharge, rash, tooth disorder, migraine, nausea, dysmenorrhoea, weight increased, fatigue, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and headache outcome was unknown. The reporter considered abdominal pain lower, anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood altered, nausea, oedema, panic attack, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: device removal in (B)(6)2014. She had communicated with healthcare provider concerning removal of your essure device and currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion. Diagnostic results: (B)(6)2009. Pelvic ultrasound and hysterosalpingogram, post essure. Impression: bilateral tubal occlusion post essure. Pregnancy test was negative. Fallopian tubes are occluded. Essure devices are in satisfactory position. Hsg performed without complications and tubes closed . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2019: pfs received. Following events were added: abnormal bleeding (vaginal), menorrhagia, bladder or urinary problems or changes, urinary tract disorder and headaches. Event onset date were added. Concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2009. In or around (B)(6) 2009, plaintiff visited her healthcare professional to discuss permanent forms of birth control. In addition to talking with her doctor and upon information and belief, she saw advertising material touting the features of a new procedure, called essure. According to the advertising material, the new procedure is just as effective as the standard methods without the need for surgery and with no additional risk. Plaintiff was never warned of the risk that this device can migrate out of the fallopian tube, be expelled, and/or cause other complications, including, but not limited to, severe complications requiring surgical removal of this permanent implant. After considering the selling points in sales material and/or information provided by her implanting physician, she decided to undergo the essure implant. Upon information and belief, she had two essure coils implanted into her body on or around (B)(6) 2009. Sometime following the procedure plaintiff began suffering from severe abdominal cramping, pelvic pain, heavier bleeding, depression, painful intercourse, and more. There was no indication to her that the symptoms were related to the essure device inside her body. In or around (B)(6) 2014, plaintiff was forced to undergo a surgery to remove the essure coils. In addition, it was informed that the severe and painful symptoms suffered by plaintiff and other complications identified herein and for which will be established by the records were directly and proximately caused by failure to disseminate truthful, accurate, and adequate information regarding the risk profile of essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal cramping, pelvic pain and heavier bleeding (genital haemorrhage). Plaintiff was forced to undergo a surgery to remove the essure coils. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes, also abdominal, back, pelvic and uncharacterized pain may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanations, a causal relationship between severe abdominal cramping, pelvic pain and heavier bleeding and essure cannot be excluded. This case was regarded as incident, since a surgical removal of essure coils was required. Additionally, other non serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal cramping"), pelvic pain ("pelvic pain/pain") and genital haemorrhage ("heavier bleeding/abnormal bleeding (general),") in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient was african american. Concurrent conditions included hypertension, dorsalgia, nicotine dependence, abdominal pain (since 2009) since 2009, hematuria since (B)(6) 2017, essential hypertension since (B)(6) 2017, hypertension since (B)(6) 2017, dorsalgia since (B)(6) 2017 and nicotine dependence since (B)(6) 2017. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2009 to (B)(6) 2009 for contraception as well as bupropion from (B)(6) 2015 to (B)(6) 2017, ergocalciferol from (B)(6) 2015 to (B)(6) 2017, flurbiprofen from (B)(6) 2015 to (B)(6) 2017, hydrochlorothiazide from (B)(6) 2015 to (B)(6) 2017 and lisinopril from (B)(6) 2015 to (B)(6) 2017. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), depression ("depression"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), mood altered ("hormonal changes describe: mood,"), cystitis ("infection (other) describe: uti and bladder/bladder or urinary problems or changes,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), urinary tract infection ("infection (other) describe: uti and bladder/bladder or urinary problems or changes,"), vaginal discharge ("vaginal discharge,"), anxiety ("anxiety"), rash ("rashes or skin conditions type: rashes"), tooth disorder ("dental problems"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping),"), weight increased ("weight gain / loss specify which one: weight gain,") and fatigue ("fatigue"). On an unknown date, the patient experienced panic attack ("psychological or psychiatric problems condition: panic attacks"), nausea ("nausea,") and oedema ("edema."). The patient was treated with co-trimoxazole (bactrim), surgery, surgery and surgery. Essure was removed. At the time of the report, the abdominal pain lower, pelvic pain, depression, cystitis, urinary tract infection, panic attack, anxiety and oedema had not resolved and the genital haemorrhage, dyspareunia, mood altered, female sexual dysfunction, vaginal discharge, rash, tooth disorder, migraine, nausea, dysmenorrhoea, weight increased and fatigue outcome was unknown. The reporter considered abdominal pain lower, anxiety, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, migraine, mood altered, nausea, oedema, panic attack, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: device removal in (B)(6) 2014. She had communicated with healthcare provider concerning removal of your essure device and currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2009 pelvic ultrasound and hysterosalpingogram, post essure. Impression: bilateral tubal occlusion post essure. Pregnancy test was negative. Fallopian tubes are occluded. Essure devices are in satisfactory position. Hsg performed without complications and tubes closed quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.